Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement device shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds that as reported, the threaded end of the screw was broken off. Mechanical failure directly caused the event.

Event description:
A medtronic representative reported that, while in a procedure, a radiolucent articulating arm screw sheared off. This occurred as they were positioning and registering the patient. A different stealth arm was used to proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.